Event description:
Customer reported blood glucose results of 265 mg/dl and 110 mg/dl within 10 minutes on the compact system. Customer reported symptoms, self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.